Manufacturer narrative:
Device analysis not available at the time of this report. A follow up report will be sent when analysis is complete.

Event description:
The hcp reported the pump was explanted and replaced after an implant duration of 29 month for "impending battery depletion." The catheter was explanted and replaced at the same time due to a kink. A follow up report will be sent when additional information is received.